Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since received implant on (B)(6) 2025, the patient had experienced pain in the vaginal area and a little bit left of the hip and going down their buttock. The patient said that last night, they didn't sleep well, said that they were typically a back sleeper and since the procedure they had been sore and had been trying to avoid sleeping on their back. The patient said this morning the pain was worse especially when they started to walk. The patient said that they tried to decrease however they stated they were only receiving the no device found screen and requested assistance decreasing the setting. The agent reviewed navigation basics and repositioning of communicator however patient still wasn't able to connect. The patient was instructed to cancel and start over and that was when it was discovered that patient was using the wrong app to connect as the patient thought they had a rechargeable implant. When the patient selected the app for the recharge free system they were able to connect. Patient decreased the setting and said helped a little so patient decreased more and said that the pain was worse when they spread their legs a little., said felt stimulation a little bit in the incision site and then to the left of the hip and going down their buttock. Patient then turned stimulation off and said that the pain stopped. Patient said wanted to turn the stimulation back on, so with instruction, patient turned setting down even more and currently at the lowest setting. The patient confirmed stimulation in bicycle seat area and comfortable. The patient was directed to monitor symptoms to make sure stimulation was comfortable. The patient was redirected to also notify their healthcare provider (hcp). Patient said that their follow up appointment would be on october 2nd. The patient said they were considering that something else could also be contributing to their pain such as needing to have a bowel movement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of feeling the stimulation at the incision site was determined. They stated that it was due to them having turned it up too high. They were okay now. They stated that they turned it down on (B)(6) 2025 and the issue was resolved. When asked about the steps taken to resolve the pain they stated that they knew what settings work better for them and that it was resolved.